Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on the mobile system, and result of 217 mg/dl on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The caller did not provide product information for the unknown accu-chek system.